Event description:
It was reported that balloon rupture and extravasation occurred which required additional intervention. The 80-90% stenosed target lesion was located in the distal segment of the circumflex branch. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, after a 2.5-10 mm cutting balloon was used, the angiography showed that the contrast agent in the distal segment of the circumflex branch was extravasated. Considering the coronal micropulse rupture, a 2.0-20mm balloon was immediately dilated at the proximal end of the rupture at 8atm. The angiography showed that contrast agent limited the proximal middle of the circumflex branch, and no extravasation of contrast agent was observed. Then the dilatation was interrupted by 2-4 atm for a total of about 30 minutes. Furthermore, repeated angiography showed that the distal circumflex branch was confined by contrast imaging retention, no extravasation of contrast agent was observed. The residual stenosis of the distal circumflex branch was 20-30%, and the distal blood flow was timi 3. No further complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reported phone: (B)(6).

Event description:
It was reported that balloon rupture and extravasation occurred which required additional intervention. The 80-90% stenosed target lesion was located in the distal segment of the circumflex branch. A 10 mm x 2.50 mm wolverine cutting balloon was selected for use. During the procedure, after a 10 mm x 2.50 mm wolverine balloon was used, the angiography showed that the contrast agent in the distal segment of the circumflex branch was extravasated. Considering the coronal micropulse rupture, a 20 mm x 2.00 mm balloon was immediately dilated at the proximal end of the rupture at 8atm. The angiography showed that contrast agent limited the proximal middle of the circumflex branch, and no extravasation of contrast agent was observed. Then the dilatation was interrupted by 2-4 atm for a total of about 30 minutes. Furthermore, repeated angiography showed that the distal circumflex branch was confined by contrast imaging retention, no extravasation of contrast agent was observed. The residual stenosis of the distal circumflex branch was 20-30%, and the distal blood flow was timi 3. No further complications were reported. It was further reported that balloon was not broken or ruptured. Per the physician, it was noted that the blade of the wolverine balloon possibly cut the blood vessel, resulting in extravasation of the contrast agent. The device was removed from the patient's body without any problem using the normal method. Patient experienced chest pain, slow heart rate and low blood pressure. The situation improved after medication was administered. Since the patient has carried hepatitis b virus, the hospital has disposed the product.

Manufacturer narrative:
E1: (B)(6).